Event description:
Device returned to manufacturer for analysis with report of "patient reported only having intermittent relief shortly after implant date." Follow up with hcp revealed the first report by patient of not getting good pain relief was in 1999 - increasing the dose of drug delivered was tried without success. Catheter revision and shutting the pump off for a period were tired without success. The device system was replaced with a new system. The new system is functioning well and the patient's dose is being adjusted.